Manufacturer narrative:
(B)(4). The meter has been returned and an investigation is in progress. A follow up report will be filed when investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 431 mg/dl and 132 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.